Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that wallflex biliary rx stent rmv was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, during a routine stent removal procedure on (B)(6) 2016, the physician noted that the stent had migrated into the common bile duct. The physician was having difficulty visualizing the two retrieval loops but began to remove the stent by the retrieval loops using a rat tooth forceps. The stent began to buckle and lodged within the duct. The physician could not remove the stent and the procedure was discontinued. The patient was transferred to another hospital to be evaluated by another surgeon. The patient's condition at the conclusion of the procedure was reported to be stable.